Event description:
Patient reported a right side deflation. Patient also reported in (B)(6) 2017, the stitches started to pop and the right implant "was hanging out". Patient stated that on (B)(6) 2017, the surgeon fixed the pocket and put the same implant back in. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, extrusion, wound dehiscence, use error